Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was not delivering oxygen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not delivering oxygen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.